Event description:
The complainant reported a 73 year old female patient presenting with mild aortic insufficiency (ai) and moderate/severe mitral regurgitation (mr). After the physician removed the pump, at the end of support, the patient's mr and ai were found in worse condition. The patient's aortic valve was replaced and a new impella 5.5 was inserted. The site was concerned removal of the initial pump caused further damage to the valve.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.